Manufacturer narrative:
H3, h6: one 72200755 twinfix ti 5.0 suture anchor used for treatment, was returned for evaluation. The insertion device was returned with loose suture and a fragment of damaged anchor neck stuck to it. Another loose portion of anchor was sent inside a surgical glove. This partial anchor was mangled with various damages including twisted, gouged and chopped threads. These symptoms align with inadvertent contact with another instrument or device. The proximal end that mates with the inserter was severed, distorted and twisted. The inserter tip also displays damage that indicates excess torque, stripping and loss of alignment occurred. This all points difficulty with attempted use. Successful implantation requires following the recommended site prep recommendations. Instructions for use includes technique driven specific instructions: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Using the appropriate smith and nephew drill bit and drill guide (each sold separately), prepare the anchor insertion site (refer to the use of smith and nephew drill bits and drill guide sections of this document).¿ complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution. No additional actions required at this time.

Manufacturer narrative:
One (B)(4) twinfix ti 5.0 ultrabraid device reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Influences that could compromise product performance or integrity include: 1) suture breakage due to alternate prep method or instruments used. 2) dull drill bit used. 3) unanticipated bone condition resulting in torsional overload. 4) managing suture with sharp instruments. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgical procedure the material presented a rupture. It is unknown if a back up device was available or if a delay was caused by the device malfunction, but no patient injuries were reported.